Manufacturer narrative:
The reported event of device in back-up operation was confirmed. Analysis of the device image revealed that device went into back-up mode due to reset error consistent with an integrated circuit anomaly. The device was restored by reloading product code. Further analysis was performed, and device was found to be above elective replacement indicator (eri) level. Back-up operation mode was not reproduced. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.

Event description:
It was reported that the prior to the device implantation, upon interrogation it was noted that the pacemaker went into back-up mode. It was not used.